Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was stress urinary incontinence (two failed prior procedures). The procedure performed was an anterior colporrhaphy and transvaginal sling. Between (B)(6) 2011 the patient was having issues urinating x 2 weeks. The patient felt a lot of pressure in vaginal area. The patient felt like something was clogged. The patient had a second degree rectocele. The patient underwent an additional procedure on (B)(6) 2011. The reason for surgery was third degree symptomatic rectocele. The procedure performed was a repair of symptomatic third degree rectocele. On (B)(6) 2011 the patient had some bleeding and went to the emergency room and they told her to stay off her feet. On (B)(6) 2011 she still had a small piece of skin that needed to be removed. On (B)(6) 2012 a CT of the abdomen and pelvis revealed mild prominence of the right renal pelvis.